Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received the device and an evaluation is in progress. When the evaluation is complete, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump has a system error 105. Any patient involvement, injury or medical intervention is unknown.